Manufacturer narrative:
As reported, proper hemostasis was not achieved after removal of a 5f mynx control vascular closure device (vcd) despite following the instructions for use. Manual compression was performed for 20 minutes and recovered. There was no reported patient injury. The mynx control vcd was used during a coronary angiography procedure. The procedure was performed using a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was greater than 5mm in diameter. The puncture site did not have visible calcium or plaque, and there was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure device less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. A 5f non-cordis sheath introducer was used. The device and packaging had no visible damage prior to use. The physician achieved certification on the use of the mynx control vcd and has used the device several times prior to this procedure. The device was used with a 5f non-cordis sheath. Moderate vessel tortuosity was noted at the femoral puncture site. Pulsatile bleeding was observed immediately upon removal of the device. Anticoagulants, antiplatelets, or thrombolytics were used. No issues were reported during balloon retraction or the button#2 step. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were fully depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. About the sealant sleeves, these were returned retracted as expected per the activation of the deployment mechanism condition was observed. A non-cordis 5f catheter sheath introducer was returned inserted on the device. The balloon was retracted, and the core wire was present. The atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. No deployment simulation was performed as the unit was received in a fully deployed state. The reported event of ¿sealant-inability to achieve hemostasis¿ was not observed through analysis of the returned device, due to the nature of the complaint, and as there were no issues noted. The exact cause of the issue experienced by the customer could not be determined during product evaluation. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate device/sheath removal technique, and proper placement of the sealant at the arteriotomy. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the inability to achieve hemostasis event reported since the device was returned in a condition that suggests a complete deployment of the device with no damages/anomalies noted that could have attributed to the reported failure. However, access site factors, pharmacological factors and/or handling factors of the device are possible. As stated in the instructions for use (IFU), which is not intended as a mitigation, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, proper hemostasis was not achieved after removal of a 5f mynx control vascular closure device (vcd) despite following the instructions for use. Manual compression was performed for 20 minutes and recovered. There was no reported patient injury. The mynx control vcd was used during a coronary angiography procedure. The procedure was performed using a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was greater than 5mm in diameter. The puncture site did not have visible calcium or plaque, and there was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure device less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. A 5f non-cordis sheath introducer was used. The device and packaging had no visible damage prior to use. The physician achieved certification on the use of the mynx control vcd and has used the device several times prior to this procedure. The device was used with a 5f non-cordis sheath. Moderate vessel tortuosity was noted at the femoral puncture site. Pulsatile bleeding was observed immediately upon removal of the device. Anticoagulants, antiplatelets, or thrombolytics were used. No issues were reported during balloon retraction or the button#2 step. The device will be returned for evaluation.